Event description:
It was reported that patient could not feel the stimulation and the implantable pulse generator (ipg) was not holding a charge and had difficulty connecting with the remote control. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6) the returned ipg was analyzed and the allegation of ipg not holding charge after procedure was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that patient could not feel the stimulation and the implantable pulse generator (ipg) was not holding a charge and had difficulty connecting with the remote control. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.